Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported patient had high impedances on the lead and lost effective therapy after recent falls. During surgical intervention, it was confirmed the lead had fractured visually. As a result, the lead was explanted and replaced to address the issue. Therapy was restored post-op.